Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic, atrial lead noise was observed. The noise was previously noted, but the physician had elected to monitor the patient. Programming changes were made and the noise could not be reproduced after the changes. The patient was stable.